Event description:
It was reported that the insulin pump alarmed button error. Customer also reported that insulin pump may have been exposed to moisture. Customer's blood glucose reading was 300 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the up arrow button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).